Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant he right ventricular (rv) lead triggered an alert for out-of-range / high rv defibrillation coil impedance. Follow up was conducted and no reprogramming nor intervention has been completed. The lead has been testing within the normal range and will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.